Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 54 cm proximal to the lead tip. The distal fragment was returned for analysis. The proximal fragment was not received. The analysis showed multiple abrasion marks and calcified appearing tissue residuals along the lead fragment. In particular approximately 21.5 cm proximal to the lead tip the insulation was found rubbed through. In this region the conductor cable leading to the svc shock coil was found fractured, which is assumed to be the root cause of the reported high shock impedance. Based on the characteristics of the damages mentioned above, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant ingrowth of the lead which may have affected the leads motion should be taken into consideration. Furthermore, the rv shock coil was found stretched, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead was explanted due to shock impedance 150 ohms. No adverse patient events were reported. Should additional information be received, this file will be updated.